Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/ not provided. Section e1: telephone number: unknown/ not provided. Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was abnormally stuck during injection and could not be delivered normally from the injector, resulting in damage of the intraocular lens. A new intraocular lens was replaced to continue the surgical treatment, delaying the operation time and causing serious injury to the patient. There was no other interventions. No further information was provided.